Manufacturer narrative:
In troubleshooting, the physician did do a commanded shock after which time shock impedance was once again within normal range. The physician suspected that calcification on the lead tip had burned off. Then, most recently, shock impedance was variant again, although never out-of-range. The physician elected to surgically abandoned the rv lead and explant this ICD, which is planned fo return to boston scientific.

Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead in association with this implantable cardioverter defibrillator (ICD) did exhibit variance in shock impedance measurements. A conductor issue was suspected due to the age of the lead. However at the time of this initial report, further troubleshooting had not yet been done. Therefore, the source of the issue was not yet known. There were no reported adverse patient effects associated with this clinical observation.